Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.